Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("bad cramps/excruciating pain/bad cramping") and genital haemorrhage ("prolong heavy bleeding") in a female patient who had essure (batch no. D13378) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/due to pain she has had back x-ray"), menstruation delayed ("longer late periods"), umbilical hernia ("hernia in umbilical area"), umbilical discharge ("a foul discharged from belly button "), pelvic pain ("due to pain she has had pelvic x-ray"), cyst ("cyst"), adenomyosis ("adenomyosis") and complication of device removal ("pelvic exam showed echogenic structure which possibly due to coils or possibly related to tubal removal surgery"). The patient was treated with tramadol, baclofen, vitamins, ibuprofen and surgery (coils and tubes removed). At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, menstruation delayed, umbilical hernia, umbilical discharge, pelvic pain, cyst, adenomyosis and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, back pain, complication of device removal, cyst, genital haemorrhage, menstruation delayed, pelvic pain, umbilical discharge and umbilical hernia with essure. The reporter commented: it looks like she will need a full hysterectomy in the near future. Pain medications have been administered also. Diagnostic results: on unknown date: pelvic and back x-rays, abdominal ultrasound done, noting is signs of coil still present along with a cyst and adenomyosis. Pelvic exam showed echogenic structure which possibly due to coils also adenomyosis which possibly related to tubal removal surgery essure coils (as reported). Most recent follow-up information incorporated above includes: on 26-jul-2017: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070051) on 15-jun-2017 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("bad cramps/excruciating pain/bad cramping") and genital haemorrhage ("prolong heavy bleeding") in a female patient who had essure (batch no. D13378) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/due to pain she has had back x-ray"), menstruation delayed ("longer late periods"), umbilical hernia ("hernia in umbilical area"), umbilical discharge ("a foul discharged from belly button "), pelvic pain ("due to pain she has had pelvic x-ray"), cyst ("cyst"), adenomyosis ("adenomyosis") and complication of device removal ("pelvic exam showed echogenic structure which possibly due to coils or possibly related to tubal removal surgery"). The patient was treated with tramadol, baclofen, vitamins, ibuprofen and surgery (coils and tubes removed). At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, menstruation delayed, umbilical hernia, umbilical discharge, pelvic pain, cyst, adenomyosis and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, back pain, complication of device removal, cyst, genital haemorrhage, menstruation delayed, pelvic pain, umbilical discharge and umbilical hernia with essure. The reporter commented: it looks like she will need a full hysterectomy in the near future. Pain medications have been administered also. Diagnostic results: on unknown date: pelvic and back x-rays, abdominal ultrasound done, noting is signs of coil still present along with a cyst and adenomyosis. Pelvic exam showed echogenic structure which possibly due to coils also adenomyosis which possibly related to tubal removal surgery essure coils. Company causality comment: incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.